Event description:
Initial result for a patient calcium was 6.3 mg/dl. When repeated, the result was 9.3 mg/dl. The incorrect result was not used to guide patient therapy. The field service representative was unable to determine a cause for the discrepant results.